Manufacturer narrative:
Initial reporter listed the lot number as 19446. Upon receipt and initial evaluation of the probe, heathtronics found the serial number on the probe ((B)(4)) was from lot number 18635, not 19446 as originally reported.evaluation confirmed the reported issue of shaft frosting and found the shaft of the returned probe to be noticeably bent. Due to the bend in the probe shaft, the vacuum sleeve could not be removed for further testing.

Event description:
The shaft of the cryoablation probe iced along the shaft of the needle that caused the patient harm. A thermal injury to the skin with skin breakdown that was treated with silvadene cream.